Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter: further issue with leaking smartsites on hadn injection - product is described as leaking after being flushed with saline - blood tracking down smartsite and exiting via valve.

Manufacturer narrative:
No samples were received for investigation of (B)(6) (cr 12208624), in which the customer has stated: "on application of injection pressure backflow through the smartsite has been observed." The product in use at the time is reported to be a 2000e7d from lot 1031350. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1031350 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that the 2000e7d product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. Please note, bd has a range of products which may help to overcome this type of issue including a range of smartsite extension sets with clamps. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e7d in the past 12 months.

Event description:
No additional information.